Event description:
A customer contacted beckman coulter inc. (Bec) reporting a hydro error occurrence and a leak that was observed in the hydro area in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that waste had backed up into the primary vacuum accumulator. Customer stated they pulled the vacuum accumulator and the waste exit sump. Fluid was found in the dryers. No injury was reported in this event

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and inspected the hydro canisters and moisture separators with no issues found. The fse also enabled the chemistry cartridge (cc) side and performed a stop/home cycle. Low/high pressures were adjusted into their ranges. The fse also primed the instrument with no errors. Qc was tested by the customer for verification; no issues were noted by fse. Repairs were verified per established procedures prior to returning the instrument into service. (B)(4).